Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The blood glucose was 160, 45 mg/dl. The customer was treated with carbohydrates. The customer also reported that there was change sensor and calibration not accepted alarm. The troubleshooting was performed for the change sensor and calibration not accepted alarm. The troubleshooting was not performed for high and low blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose level was 160 mg/dl to 45 mg/dl. It was reported via phone call that the customer's weight has been changed to (B)(6).